Manufacturer narrative:
Batch review performed on 28 july 2021: lot 2002212: (B)(4) items manufactured and released on 28-jul-2020. Expiration date: 2025-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Oblique bone fracture around the tip of the femoral stem was reported. The patient was hospitalized. No revision is planned at the moment.

Event description:
Oblique bone fracture around the tip of the femoral stem was reported. The fracture led to stem subsidence. The subsidence was observed about 2-3 weeks after the primary surgery. The bone was fixed with a plate. No implants were revised. Additional surgery date is unknown.

Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a fracture in the calcar region. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Oblique bone fracture around the tip of the femoral stem was reported. The patient was hospitalized. No revision is planned at the moment.